Manufacturer narrative:
Upon further assessment, it was determined that the protrusion in the middle of the probe (FDA code of a0411) does not meet a reportable malfunction. There was no probe tip bent issue reported for this complaint. No further reports will be scheduled under mfg. Report num. 1644019-2024-02021. The manufacturer internal reference number is: (B)(4).

Event description:
Upon review it was clarified that the protrusion in the middle of the probe was not referring to bent.

Event description:
A physician reported that the probe was unable to enter the trocar as in the middle section of the probe has a protrusion before surgery. The surgery was completed after replacing the probe with another one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).